Manufacturer narrative:
The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. The logs indicated that on 2019-03-22 11:08:57 the mnav-stealthapplication was upgraded from 1.1.0-39 to 1.2.0-20. The logs showed that on 11:18 there was a single failed login attempt for the stealthadmin account. It was unclear if the user entered the password incorrectly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned, so no analysis could be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that when the medtronic representative was attempting to upgrade the software to 1.2, the install failed twice. The application was shown installed in the admin, but the medtronic representative did not have the option to log into the software. Technical services (ts) recommended uninstalling and attempting to install again. After doing so, the issue was resolved. There was no patient present when this issue was identified.